Event description:
It was reported that a physician performed a ¿pvp 120-watt ktp vaporization of the prostate". The procedure lasted for 28 minutes. Post procedure the "patient became incontinent, as a result of a sphincter weakness incontinence with signs of damage outside the prostate in the seminal vesicles. A considerable part of the bladder became necrotic and sloughed resulting in a tiny non-functional bladder which ultimately required an ileal loop diversion to restore continence.¿ no further information was reported.

Manufacturer narrative:
This MFR 2937094-2014-01175 was reported in error. The event was reported in MFR 2937094-2011-01249; submitted (B)(4) 2011.